Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was taking up to an hour to save, the lower touch screen was not working and threshold tests were delayed and stopped. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a dead spot on the overlay, however analysis was unable to confirm the comments that it took an hour to save and threshold tests were delayed and stopped. It was additionally noted that the stylus was missing, power cord bay was broken, rf head connector on lem was loose, system fan was noisy and missing hinge plate screws. Analysis also found power supply and micro processor unit overheat message in the logs. Upgraded hard drive, reimaged hard drive and reloaded software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.